Event description:
It was reported that after a percutaneous transluminal angioplasty, arteriotomy closure via an antegrade puncture of a moderately calcified, right common femoral artery was attempted using a starclose se device. Reportedly, the operator did not perform an adequate nick-and-spread incision of the subcutaneous tissue tract prior to the closure procedure as indicated in the instructions for use. After clip deployment, bleeding continued and the starclose se device clip was deployed on the skin level. The clip was removed from the skin with a scalpel cut. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reportedly, prior to the procedure, the operator did not perform adequate nick-and-spread incision of the subcutaneous tissue tract. It should be noted that the starclose se instructions for use states under closure procedure that it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. Clip deployment on top of the skin can be caused by an inadequate nick-and-spread. A femoral angiogram taken revealed that the vessel was reportedly moderately calcified. Per the starclose se (IFU), the operator is instructed not deploy the clip in areas of calcified plaque. In addition, the safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcification which is fluoroscopically visible at access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.